Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 5:30 am the patient obtained the blood glucose reading of "hi mg/dl" (greater than 600 mg/dl) on the reported meter, and a reading of 335 mg/dl on another meter within 30 minutes. One and a half hours afterwards, the patient experienced the symptoms of shaking and sweating. The patient administered self-treatment with food and/or a drink; she did not seek any medical attention. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. A control solution test was performed, with failing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated blood glucose reading on the reported meter and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.